Manufacturer narrative:
Corrected data d1: brand name.

Event description:
A treatment provider reported that a patient was treated to the lower abdomen with coolsculpting using a cooladvantage+, coolcore contour applicator on (B)(6) 2018. Patient was also treated to the upper abdomen using a legacy coolcore applicator on (B)(6) 2018. Patient was treated to the mid abdomen, flanks and back areas using a cooladvantage, curve plus applicator on (B)(6) 2018. Patient was treated to the upper abdomen using a cooladvantage plus core applicator on (B)(6) 2018. Patient was treated mid abdomen using a cooladvantage core applicator on (B)(6) 2018. Patient was additionally treated to the upper abdomen using a cooladvantage core applicator on (B)(6) 2018. Patient was treated to the flanks areas using a cooladvantage curve plus applicator on (B)(6) 2018. Patient was also treated to the flanks areas using a cooladvantage curve applicator on (B)(6) 2018. Patient was assessed by a physician and diagnosed with paradoxical hyperplasia in the flanks, back, upper abdomen, mid abdomen, and lower abdomen areas on (B)(6) 2020.

Event description:
A treatment provider reported that a patient was treated to the lower abdomen with coolsculpting using a cooladvantage+, coolcore contour applicator on (B)(6) 2018. Patient was also treated to the upper abdomen using a legacy coolcore applicator on (B)(6) 2018. Patient was treated to the mid abdomen, flanks and back areas using a cooladvantage, curve plus applicator on (B)(6) 2018. Patient was treated to the upper abdomen using a cooladvantage plus core applicator on (B)(6) 2018. Patient was treated mid abdomen using a cooladvantage core applicator on (B)(6) 2018. Patient was additionally treated to the upper abdomen using a cooladvantage core applicator on (B)(6) 2018. Patient was treated to the flanks areas using a cooladvantage curve plus applicator on (B)(6) 2018. Patient was also treated to the flanks areas using a cooladvantage curve applicator on (B)(6) 2018. Patient was assessed by a physician and diagnosed with paradoxical hyperplasia in the flanks, back, upper abdomen, mid abdomen, and lower abdomen areas on (B)(6) 2020.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.